Manufacturer narrative:
Patient information was provided.

Event description:
The international customer reported the screen turned black and there was a vent inop due to a machine and proximal sensor failure. There was no patient harm.